Event description:
On (B)(6) 2012, I went in for my hsg test (dye test that confirms coils are in place and fallopian tubes are blocked). I was told by the nurse administrating the test that everything looked great and that the coils were where they were supposed to be. Exactly one month later, I was getting ready for work and had a sudden pain in my side developed. Eventually, I had to call into work because the pain became so bad that I was not able to move and I laid in bed for the rest of the morning. I felt dizzy and when I attempted to use the restroom, I fainted. My husband heard me hit my head on our shower door. Later that afternoon, he tried to walk me to the car to take me to the hospital because the pain was increasing. I fainted two times before we even got to the front door. We called 911 and the ambulance took me to the ER. It was there that we discovered I had suffered an ectopic pregnancy that had ruptured and for the past 12 hours I had been internally bleeding. I had to have an emergency surgery to remove the coils (both of which had moved and punctured my uterus). My dr had to completely remove my right fallopian tube because it was badly damaged from the ectopic pregnancy, and he burned off the left fallopian tube. Because I had lost so much blood due to the internal bleeding, I had to have a transfusion to have the lost blood replaced. I was hospitalized, my two young children almost lost their mother and I lost a pregnancy. On top of that emotional rollercoaster, we were then faced with mounting medical bills. I have all my medical records from when I first had essure implanted, my test results from my hsg test, even my dr's notes from my emergency surgery stating that essure was ineffective and had moved, puncturing my uterus and causing my ectopic pregnancy.